Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was having high blood glucose for the last 24 hours. Customer stated that he has had a no delivery alarm. Customer's blood glucose at the time of the incident was 505 mg/dl. Customer's current blood glucose was over 600 mg/dl. Customer had taken boluses and a 10 unit injection. Customer has not contacted his health care professional regarding his unexplained high blood glucose. The pump alarmed during the high pressure test. Customer stated that he ran 5 units through as a fill cannula and nothing came out. Customer reset the fill cannula to 0.5. Customer was taking 5.1 units now per the bolus wizard and subtracted 1 unit for the injection that he took. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.